Event description:
It was reported that the patient experienced syncope while driving and got into an auto accident. The patient was noted with a 20 second asystole episode. The right ventricular (rv) lead was noted with high threshold and suspected loss of capture. X-ray revealed the lead had pulled back and there was intermittent capture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.